Manufacturer narrative:
(B)(4). Batch # l53202. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. The batch history records were reviewed and the manufacturing criteria were met prior to the release of this batch. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. For clarification, was the plastic of the reload malformed? Were there any staples missing from the staple line? What was the shape of the staples (b-formation, irregular, legs straight)? How was the procedure completed?

Event description:
It was reported that during a right hemicolectomy procedure the formation of the cartridge was malformed, so the surgeon had to re-inforce by suturing. It was the secondary firing, the first firing was successful. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Additional information: batch # l53202. The analysis results found that the tr60 reload was received in good visual condition and fully fired. No functional test was performed. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.